Event description:
It was reported that a "monoject 20ml" syringe was loaded to the syringe pump, but the device displayed only bd syringe for the user to choose from. Per report, the clinician has used monoject 12ml syringe without incident. The customer stated that they have "located a decent supply of 20ml bd syringes and have eliminated our current inventory of 20ml monoject syringes." There was no information on patient involvement. It was reported that the facility was using an older version of guardrails editor software at the time the issue was discovered. Bd received additional information from the customer. It was reported that the customer "don¿t intend to ship the syringe modules to bd and we have received the new 12.1.4 gre software fix." Although requested, no further information has been provided.

Manufacturer narrative:
Correction: describe event or problem additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an syringe pump did recognize monoject 20 ml syringe was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a "monoject 20ml" syringe was loaded to the syringe pump, but the device displayed only bd syringe for the user to choose from. Per report, the clinician has used monoject 12ml syringe without incident. The customer stated that they have "located a decent supply of 20ml bd syringes and have eliminated our current inventory of 20ml monoject syringes." There was no information on patient involvement. It was reported that the facility was using an older version of guardrails editor software at the time the issue was discovered.